Event description:
Reported due to broken tip:the physician was performing an interventional procedure on a lesion in the poplieal artery with an asahi miraclebro 4.5 wire. Reportedly, the lesion was "tight" and the physician torqued the guide wire in an atetempt to cross the lesion. Md was able to balloon the lesion, however, the angiogram showed that "about 3.5 to 4 inches" of the tip had broken off. The balloon wa removed from the patient and the physician was able to retrieve the broken piece of guide wire with a snare. The physician completed the case with a guidant sport guide wire. The procedure was completed with no adverse reactions to the patient. Although requested, no additional patient information was provided.